Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 5ml 22ga 1-1/4in bd china had a hole and leaked. The following information was provided by the initial reporter: liquid leakage occurred when using a syringe to extract liquid medicine. Leakage below the product injection head, and the liquid medicine spills out from a round small hole. The price of liquid medicine is higher, and the discovery was found in time, not used in the patient. Hospital requires written report and covers the official seal.

Manufacturer narrative:
H.6. Investigation: one video of the sample was been received by our quality team for evaluation. From the video, leakage through a hole in the barrel of the syringe was observed, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. This nonconformance was likely caused by damage in the barrel wall produced in the primary packaging machine. During, the mechanical feeding of syringes in the unit packages, one of the tweezers may have failed and damaged the barrel of the syringe during this process. H3 other text : see h.10.

Event description:
It was reported that syringe s2 5ml 22ga 1-1/4in bd china had a hole and leaked. The following information was provided by the initial reporter: liquid leakage occurred when using a syringe to extract liquid medicine. Leakage below the product injection head, and the liquid medicine spills out from a round small hole. The price of liquid medicine is higher, and the discovery was found in time, not used in the patient. Hospital requires written report and covers the official seal.